Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer resolved their issue by changing the infusion set and cartridge, then resumed insulin use.